Event description:
The account reported two patient samples that had anion gaps that were out of the normal range. When repeated, the anion gaps were normal. The incorrect results were not used to guide therapy. The field service representative found the valves and syringes were sticking and repaired thte instrument by lubricating the valves and syringes.